Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's load fill estimate was inaccurate. The customer's blood glucose level was high; the level value was not provided. The customer continued to use the cartridge.